Manufacturer narrative:
Complaint evaluated by mfg.: the complaint device was not received for analysis. The manufacturing batch review confirmed that the device met all materials, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified, and moderately tortuous vein shunt. The f/g sterling otw 6.0 x 20/40 (4f) balloon catheter was inflated once to 8atm and ruptured. No resistance was felt during use. This procedure was completed successfully with a different device. No patient complications were reported, and patient status was listed as good.